Event description:
The customer reported via phone call that they had false high alarms. The customer stated, they were alerted of a high, but their blood glucose was 40 mg/dl. The customer reported treating their low blood glucose with food. The customer also reported a lost sensor alarm with their sensor. Customer declined to troubleshoot for their low blood glucose. Customer's sensor will be replaced. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.